Manufacturer narrative:
Patient date of birth was reported as an unknown date and month in 2006. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as patient's caregiver was changed. On the same day as the event onset, the patient was hospitalized for peritonitis. . The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Eight days after the event onset, the antibiotics were discontinued and the patient was deemed recovered that same day. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.